Event description:
It was reported that the pt had her settings turned down due to pain at the electrode site in her neck, down her back and in her arm and leg. She has also experienced an increase in seizures recently and the magnet has had no effect. Attempts for further information have been unsuccessful to date.